Event description:
A consumer reported decreased vision in her right eye following intraocular lens (iol) implant surgery nine years ago. She also reported a history of trichiasis, corneal issues, sjogren's syndrome and dry eyes. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no other complaints reported in this lot. The product investigation could not identify a root cause. Additional info has been requested. A questionnaire has not been received. (B)(4).